Manufacturer narrative:
Technician found that there was a blanket between the side rail and the mattress preventing the side rail from locking in the upright position. The technician removed the blanket to resolve the issue.

Event description:
Account alleged that the right side rail does not stay in the upright position. No patient impact.